Manufacturer narrative:
The device was returned to smiths (ICU medical).

Event description:
Oracle ro: (B)(4) it was reported that a force sensor error occurred. Attempted to calibrate but did not work. Unable to get pcbs at this moment. Patient involvement is unknown.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and top case left corner was chipped, there was a cracked bottom case by l-bracket and a cracked right plunger case. The customer stated problem was duplicated. Replaced force sensor as a preventative measure and calibrated the pump. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Correction: no patient injury was reported.h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106